Manufacturer narrative:
(B)(4). Date sent: 8/16/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please provide all trouble shooting steps used in attempt to open the device? The surgeon tried using the reverse button and override, but it didn't work. When the surgeon operated the opening/closing operation, the jaws was opened. How was the device able to be opened? The surgeon tried using the reverse button and override, but it didn't work. When the surgeon operated the opening/closing operation, the jaws was opened.

Event description:
It was reported that during an ileocecal resection (pulse fire), waited 10 seconds at the point of the tip reach, then the trigger was released, but the knife did not return at the 1st firing. The reverse button and the manual override could not use. When the open/close operation was performed, the tip opened and the device could be fired. (Staples were also formed as usual). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.